Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation of no image was not confirmed. However, it was noted that the image was grayscale and not colorful due a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the most likely cause of the no image reported by the customer was the faulty printed circuit board. It is unknown what caused the board to fail. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that a loaner evis exera iii video system center had no image. There was no patient or procedure involved with this event. At the time of the failure, the device was being use with the standard equipment. There were no reports of patient harm associated with this event.